Event description:
A closed suction catheter was in use on a ventilator pt. The alarms sounded and the user alleges the thumb valve was stuck down in the "on" position. This problem allegedly resulted in a temporary loss of tidal volume to the pt. There was no pt compromise reported.